Event description:
The customer reported that the device jaws could not be re-opened after a short utilization period. The surgeon opened another device in order to complete the procedure. There was no pt injury. No add¿l details have been made available regarding the device or incident.

Manufacturer narrative:
(B)(4). To date the sample has not been received for eval. If the sample is received or if add¿l info pertinent to the incident is obtained a follow up report will be submitted.